Event description:
It was reported the patient¿s first implant simply ceased to function after six months. It was noted that it was unknown why they waited 5 years to replace the battery after the patient¿s first implant. No symptoms were reported.

Manufacturer narrative:
Product ID: 3888-28, lot# l33239, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 7433, serial# (B)(4), product type: programmer. (B)(4).